Manufacturer narrative:
The preliminary radiometer investigation of the provided datalogs identified that aqure is working as intended, with respect to receiving results from the device. Missing results from the device is because the device does not send the result. It can also be seen in the trace logs, that it can take some time (45 minutes or more) from a result is measured to it is actually transmitted from the device. This could be because the device needs to be in a docking station before transmission happens. The problem regarding mix-up of data in the system is still being investigated.

Manufacturer narrative:
Further investigation of the event has concluded that the radiometer software system aqure did meet it's specifications and the event happened due to connectivity issue (data transfer) of the 3rd party driver from the non radiometer analyzer and the radiometer aqure system did not malfunction. The event is therefore not reportable from radiometer with the aqure software system as aqure did not malfunction.

Event description:
According to the complaint since installation, several issues have been observed with beckman device dxf520. This device is connected to hospital´s aqure system and it is supposed to send samples to lis all the time. However, especially early in the morning messages weren't sent, error message "lis error" appears in the screen and the analyzer appeared in aqure as disconnected. It usually happens between 8:00 am and 9:00 am and then it is suddenly connected again without any intervention. Last friday may 7th, at 8:24 one sample with ID (B)(6) couldn't be sent to lis due to the situation I mention above (lis connection error appeared in device and it was "disconnected" in aqure). Afterwards, at 8:56 am, another sample was made with ID (B)(6) and this time it was properly transmitted to aqure and thus, from aqure to mirth and lis. At 9:07 a new sample appears in mirth with ID (B)(6) but with the results measured in sample (B)(6) this new sample was apparently sent automatically. Two samples have been mixed in the system; with the subsequent consequences it may have. When first transmission errors were detected and the analyzer was automatically connected and disconnected, our it technician went to client's place to check if there was any issues with communication. Along with hospital's system technician, they concluded that all communications were ok between the two systems. No other errors related to sample identification and recognition in aqure or mirth were detected. When the sample mixture was detected on may 7th. Radiometer's it technician went again to the hospital to analyze the situation. When the logs in astmdriver were analyzed, an entry was discovered in which the two samples were combined. The time in this new sample was 9:07am. The technician also realized that when a sample is made, the driver doesn't generate an ID for sample visualization in aqure. So, to search for an specific sample in this specific device (in aqure) only time can be used.